Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an unspecified failure. Further review of the lead revealed that the lead also had externalization. On (B)(6) 2018, the lead was explanted and replaced. Patient was in good condition before, during, and after the procedure.